Manufacturer narrative:
Device evaluated by MFR: returned product consisted of a quantum maverick balloon catheter. There was blood in the inflation lumen and the balloon. The balloon was loosely folded. Microscopic examination of the balloon revealed no damage. Functional testing was performed by attaching an inflation device filled with water to the device. When positive pressure was applied, a stream of water emitted from the balloon wall. The balloon was microscopically examined and a pinhole in the balloon wall at the proximal markerband was revealed. Microscopic examination presented no irregularities in the balloon material or the markerband that could have contributed to the damage. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that balloon rupture occurred. The 80% stenosed, 6x2.75mm target lesion was located in the moderately tortuous and moderately calcified left anterior descending artery. A 2.75mm x 8mm quantum¿ maverick¿ balloon catheter was advanced for dilatation. The balloon was inflated at 1520 kilopascals (kpa) for 30 seconds during the initial and second inflation. However, during the third inflation at 1621 kpa, the balloon ruptured. The device was completely removed from the patient's body and the procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
(B)(4). Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that balloon rupture occurred. The 80% stenosed, 6x2.75mm target lesion was located in the moderately tortuous and moderately calcified left anterior descending artery. A 2.75mm x 8mm quantum¿ maverick¿ balloon catheter was advanced for dilatation. The balloon was inflated at 1520 kilopascals (kpa) for 30 seconds during the initial and second inflation. However, during the third inflation at 1621 kpa, the balloon ruptured. The device was completely removed from the patient's body and the procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.